Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8711 serial# (B)(4) implanted: (B)(6) 2007 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone [50 mg/ml] at a dose of 8742 mg/day, clonidine [200 mcg/ml] at a dose of 34.97 mcg/day, and bupivacaine [20 mg/ml] at a dose of 3.497 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported on (B)(6) 2017 that a catheter event was confirmed. It was reported that upon opening the patient for another procedure (refer to manufacturer report #3004209178-2017-09956 for details of the event pertaining to the procedure), the hcp noted that the intrathecal (it) catheter was fractured. The date of the event was asked but unknown. It was indicated that part of the catheter was being removed and that they were not going to continue with it drug delivery at that time. Information was requested regarding stopped pump mode and minimum rate mode. There were no symptoms reported. Additional information was received from the representative on (B)(6) 2017. It was reported that the weight of the patient at the time of the event was unknown and that the cause of the fractured catheter was not determined. It was indicated that several attempts were made with the physician's office for the information but each attempt had gone unanswered at that point. No further complications were reported or anticipated.